Event description:
Procedure: esophagectomy. Reportedly, the device was applied to the left gastric and the seal subsequently failed. The patient subsequently expired. The pt was elderly and had multiple comorbidities.